Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , h3. A getinge field service engineer (fse) was dispatched to evaluate the unit and information regarding what repair was required. A quote for spare parts was sent but the customer has decided to not proceed with any repairs.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limit in e1 initial reporter name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit and information regarding what repair was required. A quote for spare parts was sent but no reply was made. Fse is waiting for purchase order. The record is missing a service report and will be updated if that information becomes available.

Manufacturer narrative:
Due to character limit: e1(event site address)- (B)(6). Updated fields:b4,e1(event site address), (telephone),g3,g6,h2,h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen was deteriorated and image was not clear. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site city, event site city - (B)(6). A supplemental report will be submitted upon completion of our investigation.